Event description:
Procedure: lap gastric bypass. Reportedly, the handle cracked upon firing, going through extermely thick stomach tissue, only created a partial staple line. Another device was applied and almost same occurred when the surgeon decided to convert to an open procedure to complete. Pateint status fine.